Manufacturer narrative:
Section d9 was updated due to parts returned section h6 evaluation codes was updated due to analysis of returned parts. Result code (annex c) - additional code added conclusion code (annex d) - remove d15 and add d02 component code (annex g) - remove g07001 and add g02005 h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this pb980 ventilator displayed "vent inop", "no power to compressor" and "pneumatic interface (pi) analog to digital converter (dac) failure" messages. A review of the ventilator logs showed evidence that the ventilator entered into backup ventilation (buv) while a patient was connected to the ventilator. The device was available for evaluation. The service personnel (sp) inspected the ventilator and noticed the compressor battery was not charging and replaced the compressor power controller printed circuit board assembly (pcba) and compressor power distribution pcba to address the "no power to compressor". Sp performed extended self test (est) to clear the background diagnostic codes related to the reported "vent inop" and pi dac messages and the identified entry into buv. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One compressor power distribution pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One compressor power controller pcba was returned to medtronic for further analysis. The returned pcba was analyzed and found the component (u6) integrated circuit was faulty. The cause of the device entering buv, could not be established and the cause of "no power to the compressor" was isolated to a fault in the compressor power controller pcba. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator displayed "vent inop", "no power to compressor" and "pneumatic interface (pi) analog to digital converter (dac) failure" messages. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. A review of the ventilator logs showed evidence that the ventilator entered into backup ventilation (buv) while a patient was connected to the ventilator.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this pb980 ventilator displayed "vent inop", "no power to compressor" and "pneumatic interface (pi) analog to digital converter (dac) failure" messages. A review of the ventilator logs showed evidence that the ventilator entered into backup ventilation (buv) while a patient was connected to the ventilator. The device was available for evaluation. The service personnel (sp) inspected the ventilator and identified the "no power to compressor" to be related to an issue with the compressor battery charging and replaced the compressor power controller printed circuit board assembly (pcba) and compressor power distribution pcba. Sp performed extended self test (est) to clear the background diagnostic codes related to the reported "vent inop" and pi dac messages. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the device entering in buv, could not be established and the cause of compressor battery charging issue was isolated in the field to a potential fault in the compressor power controller pcba and/or compressor power distribution pcba. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.